Manufacturer narrative:
For the investigation neither a logfile nor a service report were provided. Dräger requested further information but none was provided, a case-specific evaluation is thus not possible. The reported vent fail can neither be confirmed nor denied. One possible explanation would be, that the user perceived the effects of a large leakage in the patient circuit as a stop of ventilation. It is also possible that a technical problem led to a shutdown of the device. A ventilator shutdown is always accompanied by a corresponding alarm. Manual ventilation with the built-in breathing bag is always possible, monitoring is still functional. . In general, checking the ventilator operation is part of the daily and pre-use check (described in the instruction for use) and must be carried out before each patient use.

Event description:
It was reported that ventilation failed while on a patient. No injury was reported.

Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. As the affected fabius tiro, serial no. (B)(6) , was produced in (B)(6) 2012, a unique device identifier (UDI) is not required.

Event description:
It was reported that ventilation failed while on a patient. No injury was reported.

Manufacturer narrative:
The investigation was just started. The results will be forwarded in a follow-up report. H3 other text : on-going.

Event description:
It was reported that ventilation failed while on a patient. No injury was reported.